Event description:
Device 2 of 3. Reference MFR report#: 1627487-2013-22096, 22098. The pt has 3 leads. The pt has a scs system for off label use. It was reported the pt underwent a revision due to experiencing skin erosion at the lead site. It was also reported during the revision the physician noticed pus along the lead track. In turn, the lead wire was repositioned. As a result, there were cultures taken of the affected site area. The affected area was irrigated and treated with antibiotics. The pt was administered oral antibiotics. Follow-up revealed the pt's incision has healed.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Another nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.